Event description:
35x-nm proflexx cot medical gurney at MRI trailer does not lock and puts patients at a risk for falling when being transported from transport gurney or bed to MRI gurney or from MRI gurney to MRI table. In order to try to keep the gurney from rolling out from under the patient, the person on the gurney side has to try to block the wheel with their foot.